Event description:
Rptr complains of aches and pains, dry mouth, painful breasts, fatigue, swelling of hands and feet, hair loss, weight gain, heavy menstrual bleeding, fibrosis, infections, and high blood pressure.